Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left side rupture." Device remains implanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g2, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening.

Event description:
Patient reported "left side rupture." The device has been explanted and replaced.